Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline had and adverse event at 24 month follow up. No adverse event at 36 month follow up. No other information was received. Additional information was received stating that the adverse event that occurred during the 24-month follow-up period after the procedure was transient black internal disorder with an onset date of january 31, 2023. The event was not considered severe, and both a causal relationship with the device and the procedure could not be ruled out. The patient recovered on the same day, (B)(6) 2023. Medication (resumption of antiplatelet agents) was administered, and the patient recovered.